Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that one side of the heater cooler display went blank during a procedure. When the unit was power cycled, both sides went blank. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that one side of the heater cooler display went blank during a procedure. When the unit was power cycled, both sides went blank. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group received a report that one side of the heater cooler display went blank during a procedure. When the unit was power cycled, both sides went blank. The sorin service representative could not reproduce the problem. The cables were changed out as a precaution. The unit tested without issue. No reports of reoccurrence have been received. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.